Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screwdriver fractured. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error. There is no sentinel event associated with this item fracturing and there was no harm to the patient. Please void the report that was previously submitted.

Event description:
Upon receipt of additional information, it was determined that this item was reported in error. There is no sentinel event associated with this item fracturing and there was no harm to the patient. Please void the report that was previously submitted.